Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from patient's left eye (os) due to a myopic surprise. Refraction pre operative: +1.75 +0.50 x 22 and refraction post operative: plano. The patient status was reported as unknown. No further information was received.